Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported erratic readings. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed no external damage. The device was unable to power on via battery power. While on ac power the unit was found to visually and audibly alarm during alarm conditions. The customer complaint regarding erratic readings was unconfirmed. As a secondary finding the device had a low battery voltage. A service history record revealed this unit was in the field for over eight (8) years with no previous reported issues related to this reported event.